Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. Evaluation summary: the reported event of perforation in one leaflet was confirmed, and probable cause of insufficiency was visually observed due to perforation. X-ray demonstrated that the wireform was intact, and commissure 3 was bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Two perforations were observed on leaflet 2, one of which did not penetrate the entire thickness of the leaflet. The perforations were beveled at the outflow aspect, and are typical characteristics of those caused by suture tail abrasion. Suture remained attached around the sewing ring and in close proximity to the perforations. Sutures came in contact with the perforations when leaflet 2 was in the open position. The sewing ring was cut near leaflet 2, and two pledgets remained attached near commissure 3. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic aortic valve, implanted for approximately five (5) years and eleven (11) months, was explanted due to aortic insufficiency. Operative report indicated that the bioprosthetic aortic valve had a perforation in one of the leaflets, which caused the aortic insufficiency with the eccentric jet. The explanted device was replaced with a 23mm bioprosthetic valve. Patient also had a mitral valve replacement and tricuspid valve repair in the same procedure. Patient was taken to intensive care unit in fair condition.